Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was not available. Advised customer insulin pump will need to be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked belt clip slot.